Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy procedure, while on bronchial disconnection, the device did not fire. The surgeon was able to pressed the green button but could not squeeze the handle. Handle was replaced to complete the case. There was no patient injury.